Event description:
Additional information was received, it was reported the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Manufacturing representative reports the patient has an "orange impedance" that was noticed today. Ts reviewed that this should not impact MRI compatibility. ). The reason for call was the caller indicated that the patient activated MRI mode and the remote showed head only eligible status. The caller expected that the patient would be full body eligible. The leads were placed in the t spine, epidurally. The caller was not with the patient. The caller will meet with the patient to interrogate the ins and re-program the implantable neurostimulator if necessary. Manufacturing representative reports the patient went to have an MRI and was turned away because they were head only eligible, but they should be full body. Manufacturing representative confirmed that their programming was incorrect and it stated the patient's ins location and lead models were not compatible. Upon looking into this, rep reports the patient was programmed as having their ins in the axillary region, with their leads listed as trial leads. Rep was able to correct this and then the patient showed full body eligibility.